Event description:
Risk mgmt dept at hosp. Product recall order worksheet states: "the purpose of this notice is to instruct you to conduct an immediate physical search of your dept for the item(s) listed above. Remove such if found and notify staff."